Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent had detached from the sds and it was damaged the whole length but severe damage was noted on the distal and proximal ends of the stent. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. Hardened medium resembling blood was evident in the balloon body. Stent crimp markings were visible on the balloon which is evident that the stent was crimped on the balloon prior to detachment. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the several locations of the hypotube shaft. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Reportable based on device analysis completed on 05-apr-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 85% stenosed 28x3.5mm, eccentric target lesion containing a lesion bend of between >45 and <90 degree was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Following predilation, a 3.50x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. However, returned device analysis revealed stent detachment and stent damaged.